Event description:
It was reported that customer received a compromised forced sensor alarm. Customer was not sure of status of drive support cap. Customer's blood glucose was 8.4 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received missing the end cap sticker and had a cracked case at the reservoir tube window corner, cracked battery tube threads and a corroded battery tube.